Event description:
A patient was suspected of spontaneous rupture of membranes. The test result was negative. The patient came back six hours later febrile and positive chorioamnionitis. There are two possible lot numbers and both are reported.